Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 300cc mentor memorygel breast implants on both sides at an unknown date and was presented with bilateral capsular contracture; baker grade iii. As a result, the devices were explanted on (B)(6) 2019. This report is for patient¿s one of the two effected sides.

Manufacturer narrative:
On 4/16/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Also, as per device received, product location was updated to "left" for lot 7480986 and "right" for lot 7518048. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/23/2020, device evaluation was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).